Manufacturer narrative:
(B)(4). The returned catheter was tested and passed the following tests: electrical, leakage, temperature and generator. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Event description:
It was reported that during an avnrt procedure, the catheter did not reach a high enough temperature. However, while following-up on an unrelated complaint, it was mentioned that this complaint had a steam pop and a moderate heart block adverse event. The initial complaint description provided by the customer was not indicative of a reportable complaint. Biosense webster became aware of this reportable event (heart block adverse event) of the complaint product on (B)(6) 2011. The additional information obtained was that the physician reported steam pop while using a 4mm navistar catheter with subsequent intermittent 2nd degree heart block. Patient had questionable underlying heart block prior to procedure. A permanent pacemaker was inserted post-ablation. The patient required an overnight stay. The patient updated health status is stable.